Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in a femoral vein was attempted with a proglide device using the pre-close technique via an 8f sheath prior to a cryoablation interventional procedure. Reportedly, the patient was overweight and the length of the proglide proximal guide was shorter than the distance from skin level to venous puncture. It was not possible to have blood flow from the marker lumen when the device was advanced into the vein. The sheath size was upsized to 14f and the cryoablation procedure was completed. Hemostasis was achieved via z suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.